Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite gravity blood set separated the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. The bag spikes are separating from the tubing.

Manufacturer narrative:
It was reported that the tubing separated from the bag spikes. One sample model 10010903, lot 24029351 was returned for investigation. The set was examined for defects and abnormalities. The tubings were separated from the bag spikes. No other defects or abnormalities were observed. Visual inspection under the microscope showed no signs of solvent on the tubing. The customer complaint was verified and a quality notification was sent to the manufacturer. A device history record review for model 10010903 lot number 24029351 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. From the manufacturer's investigation, the potential root cause is due to the assembler using an incorrect solvent application method. A quality alert was created on june 10th, 2024 to communicate the failure and reinforce the correct solvent application method and correct use of the fixture to avoid the separation due to lack of solvent.

Event description:
No additional info.